Event description:
It was reported that a low output current warning was seen via system diagnostic test a patient's device. The provider rebooted the programming tablet and re-interrogated the generator. System diagnostics was run twice and both times output current was ok and lead impedances have also been within normal limits. There were no complaints from the patient. No additional relevant information has been received to date.